Manufacturer narrative:
(B)(4).: after further investigation it was determined that this submission is a duplicate of report number 1423500-2012-11585. All evaluation information can be found in report number 1423500-2012-11585.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:44:31. During night drain cycle two, the patient's ultrafiltration reading was 2704ml, indicating the home patient (hp) drained 2704ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.